Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Evaluation of the subject device confirmed the followings; -omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -the wires for operating the forceps elevator had been cut but had not been raised. -the forceps elevator had not been raised and could not move up at all. Omsc guessed the reported event was caused by aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device before unspecified procedure, the wires for operating the forceps elevator were cut. Therefore, forceps elevator of the subject device could not be lowered. There was no report of patient injury associated with this event.